Manufacturer narrative:
Findings: unit received with currents in specification. Unit passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No vibrator alarm due to broken vibrator wire (b). Unit had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump have vibrate anomaly. Customer's blood glucose at time of incident was unknown. Customer stated it doesn't vibrate anymore. Customer was assisted in performing a self-test and pump vibrated during the vibrate test but the vibrate mode is not working anymore.